Manufacturer narrative:
Additional information has been received. In this report updated as- the manufacturer received information in relation to a dreamstation auto CPAP. There was a report of patient death. The device was evaluated by a third-party service center and no degraded sound abatement foam was detected. No other device problems were found. Filters, tubing and manual were replaced. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer received information in relation to a dreamstation auto CPAP. There was a report of patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.